Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The tubing connecting the device's active exhalation control module was found to be disconnected and was reattached to address the issue. There was evidence of tampering. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.